Event description:
It was reported that the touchscreen of a device was cracked and shattered. The damage made interaction with the device impossible as the touchscreen was unresponsive and illegible. There was no information regarding any adverse impact on the customer's blood glucose level. The device was not under warranty, and no further details were provided about any corrective actions taken by the customer or technical support. Customer reverted to an alternate method of insulin therapy.